Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states. This case, with patient identifier (B)(6) (aviva system), is related to case with patient identifier (B)(6) (mobile system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 12.1 mmol/l (mobile meter) and 5.9 mmol/l (aviva meter). No adverse event reported. The test strip lot number used for both meters was not provided. The remaining test strips were discarded; therefore, no product could be requested to be returned for product evaluation.